Event description:
It was reported that the surgeon was advancing a three piece silicone lens model aq2010v and had difficulties getting it to advance and noticed, it was torn, so opted to use a different lens. No pt contact or injury.

Manufacturer narrative:
Eval: resulsts: (other) - a visual inspection of the returned prod shows the lens and a haptic is torn in half and a portion of the optic is torn off & missing. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for eval. Conclusions - an investigation was opened to eval a complaint trend associated with lens tears that was originally identified in june 2005. Possible root causes for lens tears include both delivery sys issues and possible handling errors by the customer. To address delivery sys issues, all stages in the mfg of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.